Event description:
The international distributor reported this issue to teleflex medical on 7/24/2007. The condition occurred in 2006. The facility alleges the stapler jammed. No pt injury or medical intervention was reported.

Manufacturer narrative:
The incident occurred in 2006, teleflex medical was notified in july 2007. The actual device has not been returned for evaluation. The reported condition was investigated and corrective actions have been implemented as of january 31, 2007.